Event description:
The user facility reported their surgical light was intermittently losing power during patient procedures.

Manufacturer narrative:
No injuries or procedural delays or cancellations were reported. Prior to the reported event, the facility stated they had recently changed the bulb on their surgical light however the surgical light continued to intermittently lose power. A steris service specialist arrived at the facility, inspected the surgical light and found the lamp module contacts exhibited oxidation and corrosion along with worn contacts on the lamp holder. The technician cleaned the lamp modules and recommended the customer order a replacement lamp holder for the unit. The surgical light was installed in june of 2004 and is not under a steris service contract. It is the facility's responsibility to ensure the surgical light is properly maintained and receives the recommended preventive maintenance as stated in the harmony lc500 operator manual. The technician contacted the facility approximately one week after the reported event and confirmed the facility ordered a new lamp holder and the light head was operating according to specification; no further incidents of intermittent illumination have been reported.